Manufacturer narrative:
The investigation is ongoing. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction events. Erroneous elecsys pth immunoassay results were generated. The events involved a total of 9 patients. The patients' ages were requested but were not provided. The patients' weights were requested but were not provided. The patients' genders were requested but were not provided. The patients' races were requested but were not provided. The patients' ethnicities were requested but were not provided.

Manufacturer narrative:
Samples from the patient were provided for investigation. The investigation did not identify a product problem. The cause of the event could not be determined. The results obtained with the elecsys pth immunoassay were considered to be correct. The observed variations in pth results was most likely due to the specific clinical picture of the patient.